Event description:
It was reported, the patient was not able to adjust stimulation. The patient programmer was showing an end of service (eos) message. At first, an elective replacement indicator (eri) message appeared. The patient cleared the eri message and the patient programmer showed an eos message again. Once learning about what the eos message meant, the patient was surprised as it had hardly been a year. An appointment with the healthcare provider (hcp) was scheduled for (B)(6) 2015 regarding these issues, but the patient stated it was just going to be a wasted trip to have the hcp tell him that the implantable neurostimulator (ins) was dead and needed replacement. The patient just wanted it replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).